Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received air bubbles in reservoir. Customer's blood glucose was 274 mg/dl. After troubleshooting, customer was advised to monitor issue since this was a past event and customer no longer had air bubbles. No further information provided.